Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
The intended lesion was situated in the mid rca and had severe calcification, severe tortuosity and 90% stenosis. The lesion had been pre-dilated once to 8 atms. No issues were noted to the endeavor resolute packaging. No issues were noted when removing the device from the hoop. The devices was inspected with no issues noted. Resistance was encountered when advancing the device, excessive force was not applied. It is reported that the stent was damaged. Due to the patient's severe calcification, the stent was deformed during the process of passing the lesion and it could not be tried again. No patient injury reported. Device discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.